Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: based on the investigation results, it was presumed that the user forcibly removed the subject device while the distal end was stuck in et tube, causing the suggested event. The following were assumable causes of the distal end stuck in et tube; ·the user attempted to forcibly remove insertion section while distal end was in angulated condition. ·a-rubber did not move smoothly in et tube. The legal manufacturer believes that the user facility was able to prevent the suggested event as IFU (operation manual) provides the following statements; important information ¿ please read before use: warnings and cautions: when using an endotracheal tube with the endoscope, select the tube that gives a sufficient gap between the insertion section of the endoscope and itself. A narrow gap may make it difficult for a patient to breathe and/or damage the endoscope. Before inserting the endoscope with an endotracheal tube into the patient, confirm that the insertion section of the endoscope can be inserted into the endotracheal tube smoothly by running it back and forth over the entire length of the insertion section and that the tube does not damage the endoscope. Any protrusions may damage the bending section cover or strip the external surface of the insertion section. When using lubrication, make above confirmation before applying lubrication. 5.3 withdrawal of the endoscope with an irregularity: if the endoscope or endo therapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endo therapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope is observed, contact olympus. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specifications.

Manufacturer narrative:
The bf-q190 video scope, serial number (B)(4) was returned for evaluation due to "scope was stuck in et tube during bronchoscopy.¿ a visual inspection was performed on the received condition and found the bending section and outer cover damaged. The bending section was broken near the middle joint, and at the distal end side. The distal end portion of the bending section was pulling away from the bending section skeleton, revealing the internal elements. The light guide bundle was torn at the distal end side, due to the damaged bending section. The bending section cover was torn and covering the distal end cover, and lenses. A leak test was performed due to the condition of the bending section, and cover. The insertion tube was also dented near the middle section. In addition the image was tested, which turns on and displays on the monitor after connecting to the cv-190 processor; however, there is minimal to no light due to the damaged light guide bundle. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service was informed that during a bronchoscopy procedure, the insertion section of the scope was stuck in endotracheal (et) tube. It is unknown if the intended procedure was completed. There was no patient injury reported.